Event description:
During biomed testing the device displayed a "discharge fault" message. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to fault pump resistor on the ac charger. Trend analysis for failures of this type does not indicate an increase in frequency.